Event description:
Patient contacted manufacturer to report significant blistering and nerve effects when foreign physician used the miradry device to treat his excessive sweating on his hands. Miradry is only to be used to treat underarms. Other devices besides miradry may have been used in the procedure.

Manufacturer narrative:
Manufacturer contacted physician regarding the ramification of off-label use, and reiterated the information in training materials and labeling against use of the device except in the underarms. Physician has not been cooperative.